Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one video for evaluation. The video displayed an arterial catheter with a small leak observed near the proximal end of the catheter. However, full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The customer report of a catheter leak was confirmed by visual examination of the customer supplied video. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the product leaked on insertion after passing the catheter, with a small orifice that caused a leak. The catheter was removed and replaced.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the product leaked on insertion after passing the catheter, with a small orifice that caused a leak. The catheter was removed and replaced.